Manufacturer narrative:
The insulin pump was unable to perform displacement test, sleep current measurement, active current measurement, or verify pump error due to blank display. Blank display anomaly, problem isolated to pcb1. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.